Manufacturer narrative:
The available data is under analysis.

Event description:
After an implantation time of approximately 48 months oversensing was reported which was not reproducible with provocative testing. The device was reprogrammed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the available data, the root cause of the observed sudden increased short intervals on june 2021 could not be determined. In spite of the available information, an analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.